Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurements were gradually increasing and were greater than 125 ohms. The patient has been asked to come in for further evaluation, but no follow-up has been scheduled at this time. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that an error code was observed. Boston scientific technical services (ts) indicated the error meant the device delivered a shock into an open circuit. This indicates the shock impedance measurement was at least 145 ohms and the energy delivery was truncated so full energy was not delivered. The field indicated the patient received a shock and it appeared to slow the rhythm. As a result, the device and right ventricular (rv) lead were explanted. It was indicated the rv lead was damaged during the replacement procedure. No additional adverse patient effects were reported.